Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that quality control (qc) was within range on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and replaced the integrated multi-sensor technology (imt) tubing because of failed imt system tubing. As preventive measure the cse replaced the imt pump head and module assembly, the cse replaced the pinch valve solenoid, the rotary valve and the imt port valve. The cse ran quality controls (qc), resulting within range. The cause of the discordant, falsely low na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low na result.